Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and surgical damage also observed three openings assessed as surgical damage and unidentified (tear) opening also missing piece of shell assessed as inconclusive. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "defective implant, change of the breast shape, pain, rupture diagnosed intraoperatively". This record is for the right side. Device was explanted and replaced with another manufacturer´s device

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side defective implant, change of the breast shape, pain, and rupture. Device was explanted.